Event description:
It was reported that the neurostimulator was explanted. The patient had lack of therapeutic results. Patient¿s bladder incontinence returned and new programs were tried. It was noted that the issue was resolved at the time of reported event date. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k32z, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4). Analysis of stimulator serial number (B)(4) reveals insignificant anomalies and the stimulator functionally tested okay. It was noted there were scratches on the connector module and can.